Manufacturer narrative:
No evaluation performed. The devices were not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
This file will investigate the results reported in the article "laser myringotomy versus ventilation tubes in otitis media with effusion", yousaf, m., et al;2016;28(4). Research objective: "it was aimed to compare results of laser myringotomy and ventilation tube insertion, in terms of hearing improvement and recurrence of middle ear effusion (mee)." A total of 68 patients (n=68) were treated with ventilation tube insertion. Of those patients, the following complications were rep orted: persistent hole: 2 (3%) http://www.jamc.ayubmed.edu.pk.